Manufacturer narrative:
Device manufacture date provided. Correction: single use values provided. The device was returned to the manufacturer for analysis. The pak needle returned correct geometry values and verified without issue. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. Device manufacturing date is unavailable. Return requested. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported that, while in a spine procedure, the site's pak needle accuracy was alleged to be off approximately 5 millimeters. In trouble-shooting, the medtronic representative had the hospital check accuracy on the navigation system with a passive planar blunt probe and a different navigated pedical access kit and both were deemed to be accurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.